Event description:
A woman who 3 years ago for stress incontinence underwent some apogee, perigee, monarc tot. The mesh eroded. She had pain with intercourse. Her husband had pain and lacerations of penis with intercourse. The tape was removed or partly removed at least twice and is now eroded again. The patient presented in clinic having a sling and then a takedown of the sling because the mesh had eroded, with symptoms still referrable to eroded mesh, particularly on the right, but also on the left. We told her that we thought a more aggressive mesh removal was probably indicated given the fact that she had bleeding and pain on intercourse and so did her husband related to the mesh. Past surgical hx: tah, bso for ovarian cysts 1992; apogee, perigee, monarc tot 2005. Diagnosis or reason for use: pelvic organ prolapse, stress urinary incontinence.